Event description:
During routine preventative maintenance testing by the user facility biomedical department, the pump did not audibly alarm on the low setting. There were no reports of any adverse pt events while the device was in clinical use.